Manufacturer narrative:
Upon completion of the investigation it was noted that the product code in question is 9008050sl. The complaint is for worn or missing electrical insulation at the tips. The product was cleaned of all biological material and imaging was performed to assess: potential damage to the insulation at the tips, potential missing insulation at the tips, potential melting of the insulation at the tips. The forceps were found to have no damaged/missing/worn insulation at the tips. There is a slight variation in where the insulation ends on one tine versus the other. This variation is within currently accepted production limits. The complaint could not be verified as no damage to the insulation was identified. A review of the DHR and/or a search for related complaints could not be performed since the lot number was not provided. We will continue to monitor for this or similar complaints for this product code. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep stated that after using the versa tru forceps in surgery (used with a valley lab bipolar generator @ 20 watts) the blue coating appeared to be worn/missing on one side of the tips. No patient injury or delay in surgery reported.